Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Physician reported that his handheld had a message that said "full memory". Physician tried to turn it off and turn it back on. But the message was still present. Physician requested for a new handheld. New handheld was shipped to the site and the old handheld was returned back to manufacturer for product analysis. Analysis was completed on the returned handheld and the reported allegation was not verified. However, during analysis, it was identified that the handheld was no longer charging the main battery. The cause for the anomaly was associated with the broken solder connections between the main battery and the handheld main board. Once the battery terminal was resoldered to the main board, no further anomalies associated with handheld performance were noted during testing using the ac adapter or the main battery with a full charge. An analysis was performed on the flashcard and the reported allegation was confirmed. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to specifications.